Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the rotawire drive. The wire body, proximal end, and spring tip were visually and microscopically examined. Inspection of the device found that the rotawire was kinked at 97cm from the proximal end. The advancer used during the procedure was returned and used for analysis. The returned wire was able to be removed with resistance but was not able to be reinserted due to the kink in the rotawire. The returned rotawire was able to be removed with resistance but was not able to be reinserted into the returned rota device due to a kink in the rotawire. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
It was reported that a burr separation and device entrapment occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified lesion. A 1.50mm rotapro and a rotawire drive were selected for percutaneous coronary intervention (pci) procedure. During the procedure, it was noted that the rotapro burr detached at about 5 mm from the burr joint inside the patient. The drive shaft was stuck in the rotawire inside the patient due to long procedure. There was resistance felt when removed and the rotapro and the rotawire were removed together as one unit from the patient. No fragments remained inside the body. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a burr separation and device entrapment occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified lesion. A 1.50mm rotapro and a rotawire drive were selected for percutaneous coronary intervention (pci) procedure. During the procedure, it was noted that the rotapro burr detached at about 5 mm from the burr joint inside the patient. The drive shaft was stuck in the rotawire inside the patient due to long procedure. There was resistance felt when removed and the rotapro and the rotawire were removed together as one unit from the patient. No fragments remained inside the body. The procedure was completed with another of the same device. No patient complications were reported.